Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error. The customer's blood glucose level was 213 mg/dl. The customer reported that the insulin pump had the motor processor did not report the pumps stroke as finished in reasonable time alarm, hardware low level failure alarm and interprocessor communication error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No unexpected hardware low level failures error, inter processor communication error, motor processor did not report the pumps stroke as finished in reasonable time error were noted during testing; however, hardware low level failures error is confirmed in the formatted history file due to a pio failure, and inter processor communication error alarm is found in the device history due to a software error.